Manufacturer narrative:
The complaint is not confirmed because the broken tip wasn't stayed implanted in the patient. (B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
The drill broke off pin driver during use. Tip was not left in the patient.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
The drill broke off pin driver during use. Tip was left in the patient.